Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73e1500076 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler jammed, not allowing another staple to be used. The patient's condition was reported as fine.